Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; stall due to shaft-bearing and corrosion and/or wear and/or lubrication.

Event description:
It was reported the pump had two motor stall within a 24-hours of an unknown origin. It was unknown if the motor stall recovered. The pump was replaced and the patient was fine. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had mild clonus of lower extremities. The patient did not have a fever, itching, transpiration nor dyspnea. Logs were checked and revealed the first motor stall occurred on (B)(6) 2015 at 2:43 (healthcare professional (hcp) reports the time was 2:46). The hcp noted the "alarm beep not noticed by patient". A motor stall recovery was noted on (B)(6) 2015 at 03:30 (hcp reported time was 3:33). Another motor stall occurred on (B)(6) 2015 at 08:38 (hcp reported time was 08:41) and again, the alarm was not noticed by the patient. At an unknown time the morning of (B)(6) 2015, the patient's "informal caregiver" noticed the alarm beep. There were no complaints from the patient at this time. The patient's caregiver called their company and was instructed to record the beep/frequency with their cell phone and call back in 30 minutes. The caregiver called back and "indeed emergency pump alarm" was stated. The caregiver asked for a referral to an emergency department. Another motor stall occurred on (B)(6) 2015 at 19:36 (hcp reported time was 19:42). The pump was interrogated on (B)(6) 2015 at 20:43 (logs showed the pump was examined at 20:39) and there was no motor stall recovery noted at this time, however, logs indicate a motor stall recovery was the last event in the logs. The patient had "mild increase clonus lower extremities". It was stated, "decided for emergency class c replacement pump". On (B)(6) 2015 at 23:58 a motor stall occurred with a recovery at "0:13" (date was not provided). At 1:25, another motor stall occurred. At 01:30 the pump was explanted along with the original "extension catheter part" because "originally part connection - pump was found to be damaged". The procedure was "uneventful" and the same dose was restarted. At 16:54, a motor stall recovery occurred; this occurred after explant. The "planned" explant occurred on (B)(6) 2015. Hcp and manufacturer representative reports state 3 motor stalls and recoveries occurred, but logs and reports indicate 4 motor stalls and recoveries occurred. The explant and replacement were described as "immediate". The patient was doing fine after the replacement with no further complaints. The patient was again receiving effective therapy. The pump was used to deliver compounded baclofen.